Event description:
Dr reported that pt experienced swelling and poor bone formation after a sinus lift procedure. The pt was treated with antibiotics and it is reasonable to assume that anchor procedure would be necessary to achieve desired results.